Event description:
Perclose¿ prostyle¿ suture-mediated closure and repair system was unable to be inserted into the patient's femoral artery. Healthcare providers were not able to advance the closure device.